Event description:
The wire started to shear and when the physician pulled back on the wire through the needle, that is when the wire separated. A piece of the wire was left in the pt however was retrieved from pt during the same procedure. Another wire (cope mandril wire ¿ discarded) was then used and it also began to shear. The micropuncture was then removed and a new set was used to complete the procedure without difficulty. No harm to the pt, nothing left in pt. A section of the device did not remain inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition including the separated segment. The device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to shipment. In addition, each pmg wire guide comes with an attached caution label, which illustrates, ¿withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.¿ in previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description specifically states that the ¿physician pulled back on the wire through the needle, that is when the wire separated¿. This complaint is most likely the result of product use. We will continue to monitor for similar complaints. No actions are required at this time as there is insufficient risk per qera.